Event description:
It was reported that during a percutaneous coronary intervention procedure there was poor markerband visibility. The 100% stenosed target lesion was located in the severely tortuous, non calcified mid right coronary artery (rca). The 1.5x15mm apex flex over-the- wire balloon catheter was advanced to the target lesion and it was noticed that the markerband visibility was not good under fluoroscopy. The apex balloon was not inflated and the device was successfully removed from the patient. Predilation was completed with a 1.5mm non bsc device. No patient complications were reported with the patient's current condition listed as "good". This product is only ous approved but is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.